Event description:
The account reported the nurse call does not function. T e bed is located in the maintenance department at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the communication cable was the cause. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.